Manufacturer narrative:
(B)(4).

Event description:
It was reported that bipolar lead impedances had a significant increasing trend over time to greater than 1500 ohms. Pacing thresholds have also increased. During a follow up, there were some impedance measurements of less than 100 ohms as well. The lead was explanted and replaced.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.